Event description:
It was reported that the implantable tachy lead was experiencing high impedances and oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Con product: 7288, implantable cardioverter defibrillator, unknown implant date. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), a lead warning alert and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. There were 38 non-sustained tachycardia episodes of <(><<)> 220 ms v-v cycle recorded between (B)(6) 2013. There were 9695 ventricular short interval counts (sic) that occurred since (B)(6) 2013. Maximum ventricular pace impedance rose from an approximate baseline of 450 ohm to > 8000 ohm the week ending (B)(6) 2013. A right ventricular (rv) lead pace lead impedance alert occurred on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.